Manufacturer narrative:
D6: device returned with no lot identification. Based upon inquiry info received, visual examination and functional test, the reported event was confirmed. The instrument was received without the inner gasket, no conclusion could be reached as to how the reported event occurred. The silastic ring surrounding the flapper valve on trocars will now be "pinned" into place and thereby will alleviate the potential issues encountered when passing instruments through the cannula.

Event description:
It was reported the device was used in a laparoscopic cholecystectomy. It was reported the seal fell off. There was no consequence to the pt.